Event description:
It was reported that the surgeon noted a haptic was damaged when the micl12.1 implantable collamer lens was removed from the vial. No patient contact.

Manufacturer narrative:
Eval - results - a work order search was conducted and there were no similar records found within the work order.